Event description:
It was reported the pt would like to have her scs system explanted. The pt stated that her scs system was not "working correctly", and would like it removed. A sjm representative offered to reprogram the pt's system, however, the pt declined. Surgical intervention may be undertaken at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.